Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an incorrect delivery of heparin was observed during three (3) hemodialysis therapies with two (2) ak 98 machines, described as the heparin syringe was deleted. The machines were programmed for 6ml and the displays were accurate, however the entire syringe volume of 15ml was infused. There was no report of patient injury or medical intervention associated to the event. No additional information available.